Manufacturer narrative:
H3: analysis of the catheter revealed damage to the transition tubing of the catheter body. Analysis of the pump revealed no anomaly. H6: the conclusion code 22 pertains to the report of kink in the tubing at the pump pocket. The conclusion code 4315 pertains to the analysis finding of damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider (hcp) via a mortuary acting as a depository for the return of devices to the manufacturer regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for spinal pain. The patient¿s pump was administering fentanyl with concentration 50.0 mcg/ml at a dose rate of 18.032 mcg/day and bupivacaine with concentration 30.0 mg/ml at a dose rate of 10.819 mg/day. It was initially reported that the pump was ineffective. Both the pump and catheter were explanted and returned to the manufacturer. On (B)(6) 2018, the hcp reported that the pump having been ineffective was first noticed about one month before explant. The date (B)(6) 2018 is considered an approximate date of event (year known only). Regarding the pump having previously been reported as having been ineffective, it was noted that the patient experienced increased pain. It was further noted that as per a physician, the patient wanted the pump and catheter explanted; it was further clarified that there was no device issue. Regarding the cause of the issue, it as noted that there was a kink in the tubing at the pump pocket area that may have contributed to the ineffectiveness. No tests or troubleshooting was performed as the patient requested the pump and catheter explanted. The issue was resolved as the pump and catheter were explanted. The patient¿s weight was not available. No further patient complications have been reported as a result of this event.